Event description:
The fine tubing screw concerning the 'height navigation' was locked during the procedure. It was impossible to navigate the height of the cut. It was impossible to unlock the screw. No pt consequence. Surgery time extended by 15 minutes. Alternative instrument available for use.